Event description:
Caller reported that one time in (B)(6) and one time in (B)(6) he had a compact plus blood glucose result of 225 mg/dl and lab result of about 115-120 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.